Event description:
A picker portable was used to take a chest x-ray. At that time the ventilator de-programmed and shut off. The ventilator was changed out and another x-ray of the chest was taken revealing a pneumothorax. A chest tube was put into place and another chest x-ray was takendevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: distributor. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: invalid data. Conclusion: invalid data, device failure indirectly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.